Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a right coronary artery lesion (rca) percutaneous intervention. During use, a 3.5x15mm nc trek balloon ruptured. A non-abbott dilatation catheter was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient presented with an inferior wall myocardial infarction (mi) and a right coronary artery (rca) percutaneous intervention was initiated. During rca lesion dilatation, utilizing a 3.5x15mm nc trek dilatation catheter, the balloon ruptured below rated burst pressure. A non-abbott balloon catheter was used in replacement and a 3.0x18mm xience alpine stent was implanted in the mid rca, moderately calcified lesion without issue.